Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. A 6mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the distal part of the balloon ruptured upon second inflation at 12atm within 30 seconds. Per physician's comment, there is a calc nodule in the distal part, and it seems to have ruptured there. The device was removed using normal method without any problem and the procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.